Manufacturer narrative:
Aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted approximately 20 years ago. At an unspecified timepoint in the procedure, a cardiac perforation occurred. The patient was treated for bleeding and had open heart surgery.